Manufacturer narrative:
Upon follow up, it was reported the patient was diagnosed with peritonitis on (B)(6) 2016 (previously reported (B)(6) 2016). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event two days after they were diagnosed. The cause of the peritonitis was unknown. The same day as the hospitalization, the patient began treatment for the peritonitis. The treatment included reflin (1gm twice a day, route not reported), fortum (1gm, twice a day, route not reported) and heparin (intraperitoneally, in each bag, dose not reported). The treatment for the event was ongoing and at the time of this report, the patient was not yet discharged from the hospital. The outcome of the peritonitis was unknown, along with the actions taken with pd therapy. No additional information is available.